Event description:
It was reported a symptomatic patient presented in clinic during follow up when the device was found to be in backup vvi mode. The patient has been lost to follow up for about 3 years. The patient received inappropriate high voltage therapies. The battery was at eri. The device was later replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.